Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that patient with this left ventricular (lv) lead experienced persistent phrenic nerve stimulation. Programmed right ventricular (rv) only prior to extraction. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The lead was returned in two segments at approximately 243 millimeters from the terminal end. Induced damage during explant. Coils and insulation cut with tool. Also, muscle stimulation cannot be confirmed by product analysis. Further, known inherent risk was selected based on the field report of muscle/pocket stimulation, a known medical risk for implanted pulse generator systems

Event description:
It was reported that patient with this left ventricular (lv) lead experienced persistent phrenic nerve stimulation. Programmed right ventricular (rv) only prior to extraction. This lead was explanted and replaced. No additional adverse patient effects were reported.